Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 34.0cm was returned in two segments for analysis. Internal insulation abrasion was noted at 8.1-11.8cm from the lead tip. Internal insulation abrasion under the rv shock coil was noted at 5.5-5.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that a lead malfunction was observed. The lead was explanted and replaced during device change-out.

Manufacturer narrative:
Event is a malfunction, not serious injury; (B)(4).